Event description:
Patient received several shocks due to noise. Technical services discussed noise on the lead. It was not confirmed if the lead would be replaced. No further information available.

Manufacturer narrative:
Na